Event description:
It was reported during unpacking of the xience v stent delivery system, that the stent implant was observed to be "squeezed" on the delivery system balloon. The device was not used on the patient. The procedure was completed successfully with the deployment of another xience v stent. There was no clinically significant delay in the procedure reported. No additional information was provided. Analysis of the returned device revealed the guide wire exit notch was torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned device confirmed that the entire length of the stent implant was smashed (squeezed). The damage to the stent implant and the tearing of the guide wire exit notch appears to be the result of handling during preparation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.